Event description:
It was reported that during arcr utilizing quantum 2, the ablation setting became 1 unexpectedly, and also it became unable to ablate the tissue. The setting was changed to 7 with the button of the console, but it became 1 again. Another wand was opened; however, the same problem occurred. The surgery was completed with vulcan. There was no patient injury or complication. A 40 min delay was reported.

Manufacturer narrative:
The returned unit was returned as an MDR for evaluation and intended for treatment. There was no relationship found between the reported incident and the returned device. Visual inspection shows there are no manufacturing abnormalities during the observation. The warranty seal is untouched and in its original condition. The manufacturing date of the controller is rev.q / 2016. The complaint was not verified and the root cause was determined to be associated with a possible electrical component failure on the main board. Factors unrelated to the design and manufacture of the controller that could have contributed to the complaint event includes: (1) a power surge at the customer¿s facility to the controller which could have caused internal component damage; (2) a short in a used wand which could have caused internal component damage to the controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.